Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "backup alarm failed" error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "backup alarm failed" error code. A field service engineer (fse) evaluated the device and confirmed error code 1104 was documented in the event log. It was also reported that an audible alarm could be heard when the device was powered on. The fse reviewed the service manual and determined that the device required a replacement power management (pm) board, and central processing unit (cpu) board. It was noted that the customer previously replaced the motor control (mc) board. The fse replaced the pm board, but the issue persisted. The fse then reinstalled the previous pm board and replaced the cpu board. The device was powered on without alarming; the device was tested for 15 minutes, and no issue was found. The fse noted that the device successfully passed all the required performance verification testing. The device was returned to service.